Manufacturer narrative:
(B)(4). This incident was determined to be caused by use/user error and the patient resumed therapy with the product. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of user error. The reported condition was not confirmed in the lab due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was mis use. The patient stated that she bypassed the initial drain after draining out 250 ml when the last fill volume (lfv) equaled 1200ml. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During troubleshooting for a related report, th home patient (hp) stated that she bypassed the initial drain after draining out 250 ml when the last fill volume (lfv) equaled 1200ml. The technical service representative (tsr) explained to never bypass the initial drain due to an alarm. The tsr explained to always call baxter or the peritoneal dialysis registered nurse (pd rn) before bypassing. The tsr assisted the hp with a manual drain to drain completely before filling up. The hp confirmed she drained out 1291ml. The tsr further assisted the hp to resume the fill. On (B)(6) 2011 product surveillance contacted the hp who confirmed no adverse event resulted from this incident.